Manufacturer narrative:
(B)(6). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection showed liquid inside the housing. A functional simulated use test showed one side of the bladder crimp after filing with water. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a leak. This occurred during filling with an unknown drug. It was stated that it was leaking from the bottom of the balloon. There was no patient involvement. No additional information is available.